Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to motor excessive axial play. It was unable to verify the motor error alarm due to the error alarm. The device was received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system during prime. The customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 16 mmol/l. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.